Event description:
The customer reported that the ventilator is powering up on its own. The exact context of when the issue was identified is unknown, however, the customer reported that there was no patient involvement, no delay to patient therapy, and no patient or user harm. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed and duplicated the reported issue. The customer reported to have replaced the user interface pcba advised by the rse. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.